Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had an error code b30 (scope communication error) occur during set-up, prior to use. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on the plug unit, the b30 communication error occurred and the image is not displayed. The most probable cause of the complaint is a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.